Event description:
It was reported prior to firmware upgrade; the device was found to be in backup vvi mode. The device was never used and there was no patient involved.

Manufacturer narrative:
The reported field event of the device entering backup vvi mode was confirmed. Device was received in backup operation due to telemetry interruption which was consistent with a failed product code download. Analysis performed after reloading product code indicated normal device characteristics and no anomalies were found.